Manufacturer narrative:
Response to FDA 483 for homedics inspection 12/2006. Possible excessive flexing, misuse or use beyond that recommend in the instructions.

Event description:
Twelve heating pads were purchased by a hospital. A hospital employee was using the heating pad on a patient when it over heated. No injuries reported.